Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. As the taxus express2 2.5x16mm drug eluting stent was inserted, the hypotube broke. The procedure was completed with another taxus express2 stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.